Event description:
It was reported that the patient¿s omnipod controller was not holding a charge, and the device would not power on, preventing use of the product. As a result, the patient was unable to deliver insulin, and her blood glucose levels rose to over 400 mg/dl. The patient sought medical attention on (B)(6) 2025, and was hospitalized for approximately one week with a diagnosis of diabetic ketoacidosis. Treatment included administration of insulin via vial. The patient did not specify additional symptoms. The patient further noted that the controller battery drained rapidly, did not display a charging symbol when connected to power, and did not hold a charge despite use of the insulet-supplied power adapter. The patient was unsure of her exact discharge date but stated it was around (B)(6) 2025. The controller is unavailable for return.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the controller battery issue. No lot release records were reviewed, as the product lot number was not provided.